Event description:
Additional information was received indicating that the lead was returned for analysis.

Manufacturer narrative:
(B)(4). The product is not expected to be returned. As no further information concerning this report is expected, our investigation is complete. This investigation will be updated should further information be provided.

Manufacturer narrative:
(B)(4). Upon receipt at our post market quality assurance laboratory, visual inspection revealed trilumen insulation damage exposing the lead conductor approximately 305-318 millimeter (mm) from the is- terminal pin. Due to the location and the type of damage it was likely that this was caused by the entrapment in the clavicle/ first rib region. However, there was no sign of insulation damage by the suture sleeve.

Event description:
Boston scientific received information that this right ventricular (rv) lead with a competitor device exhibited low pacing lead impedance measurement of less than 200 ohms. A lead revision was then performed and the rv lead was successfully explanted. Additional information was received that insulation defect was noted upon visual inspection. The field representative believed that the defect started at lead implant when the implanting physician suturing directly to the lead body same as the suture sleeve. No other adverse patient effects were reported. The device remains in service. However, the lead is no longer in service and will not be returned.